Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and fluctuating blood glucose levels. Customer's blood glucose level was 429 mg/dl and as low as 62 mg/dl. Customer experienced diabetic ketoacidosis, vomiting, diarrhea and treated their high blood glucose via manual injections. Customer advised they passed out and were hospitalized due to fluctuating blood glucose levels. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.